Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the k-mount unit was deformed by excessive bending/rotational stress that was applied to the biopsy channel port at attachment/detachment of maj-891 forceps/irrigation plug. The deformation increased clearance and led to rotation and looseness of the port. The event can be detected by following the instructions for use (IFU) section: chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps channel port was deformed due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes cystonephrofiberscope biopsy port was loose and detached. There was no patient/user harm or injury reported due to the event.